Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2025 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify this information was provided in the event description could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided product was shipped back via fedex on friday. Sendflex was used to create shipping label and invoice. I did not take note of fedex tracking # please provide the source or name of person providing answers to follow-up questions: have this event been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Yes. From hsc w(please refer to the attached email) (B)(4). H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that one empty opened box and one used needle were received for analysis. Product code sxpp1b455. Upon visual inspection of the returned sample, no issues related to breakage needle could be observed. However, the tip of the needle exhibited noticeable damaged likely caused by a surgical instrument. Specifically, the tip needle was found to be bent. In addition, the sample was tested by resistance test to needle and met the requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2025 and barbed suture was used. Site called to advise a needle broke off stratafix spiral suture while closing the vaginal vault in a lap hysterectomy while suturing normally. Site materials manager spoke with another site who experienced the same thing and expressed concern as it was the same lot #. Needle available for review but not suture. Did not indicate where in the suture sequence the needle came off. There were no patient consequences. Additional information was requested.